Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was in the 400's mg/dl at the time of the incident. The motor error alarm was received on may 1, 2017. The customer was able to rewind the insulin pump. The customer also reported getting no delivery alarm during a bolus in the last two days. The customer stated the alarm was resolved by changing the reservoir and the infusion set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.